Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The mother of the customer reported via phone call that the customer has been experiencing low blood glucose levels. The customer's blood glucose level was 24 mg/dl. They did not mention any symptom of their blood glucose levels . The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump passed all functional testing, including the idle current, run current, self-test, off no power, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery, displacement and rewind tests. The pump was received with minor scratches on the display window and a cracked reservoir tube lip. The drive support disk was inspected and no anomaly was noted.